Event description:
The customer reported to olympus, the camera head had no image. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to cable failure. In addition the following observation was made: white flaw/damage to the image sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that a cable defect led to the malfunction. Olympus will continue to monitor field performance for this device.